Event description:
Patient reported that during a bolus delivery the device's screen would dim and the device would stop delivery of the bolus (full bolus amount would not be delivered). Pt experienced high blood glucose. Pt switched to back-up device. No error messages were generated by original device. No treatment was received for high blood glucose.